Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 140 mg/dl. Customer stated he was trying to rewind and set reservoir and the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.